Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error and buttons were not working. The customer's blood glucose value was unknown. The customer stated that the drive support cap appears to be normal. The customer was assisted with troubleshooting and reported that they were able to clear the alarms and able to rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had unresponsive act button due to corroded keypad traces. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to unresponsive button. No unexpected numbers ramping or scrolling during testing. Motor test failed at motor encoder signal out of phase. =